Event description:
2026-jan-19: information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The caller stated that they plan to do a lead revision for a patient today. The reason for the revision is that the lead was placed too high and is not matching the correct dermatome to provide effective therapy for the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting. (B)(6) 2026: it was reported that the patient experienced lead migration with the lead 977a260 vectris mrics compact, which resulted in a reported change in therapy. The lead had migrated downward (conflicting information), and the patient reported a change in therapy effectiveness. A device revision was performed, and the leads were replaced with new leads. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. (B)(6) 2026: the cause of the lead being too high was clarified to mean a lead migration.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-oct-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 24-oct-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration with the lead 977a260 vectris mrics compact, which resulted in a reported change in therapy. The lead had migrated downward, and the patient reported a change in therapy effectiveness. A device revision was performed, and the leads were replaced with new leads. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.